Event description:
The device was being used to treat a patient and the pacing function allegedly would not turn on. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.